Manufacturer narrative:
The device log was available for investigation. The lot history did not show any entry that point to malfunction of the device or one of its components. The alarms issued by the device (mv low, pinsp not attended, apnoe and leak or fresh gas low) in combination with the recorded gas measurement values lead to the conclusion that a leakage between y-piece and patient lung was present. This led to a pressure drop, reduced minute volume and as result- in combination with a low fresh gas flow-to a lack of fresh gas. Due to the small amount of gas in the system the ventilator performance was affected. During the event the user switch several times between manual ventilation (e.g pressure high) showed, that appropriate fresh gas delivery of the device and pressure built up by the user were possible. The breathing system, the ventilator and the patient hose including y-piece could be excluded as root cause of the leak as the self test, the lead test prior to the case, the leak tests during the surgery as well as the self and leak test after surgery were passed. After the reported event the device was used without further observations. After the reported event, the device was tested by a company rep without findings.

Event description:
It was reported that on (B)(6), the following happened: during surgery, automatic ventilation failed and the patient (child) was not ventilated. In man/spont mode, it was not possible to fill the breathing bag via flush . In man/spont mode, the user tried unsuccessfully several measures to continue ventilation.